Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unk - 2, 2.7mm screws locking/unknown lot number. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): the broken device required a revision to remove and replace the device. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery for a right wrist fusion on an unknown date and was implanted with a plate and seven screws. It was noted via x-ray, date unknown, that the patient had a broken plate and three broken screws (one, 2.7mm cortex screw and two, 2.7mm locking screws). It was reported that the plate was broken in the middle at a screw hole with the screw at that site intact. The three screws were broken at the screw heads but still engaged in the plate. The patient was brought back to the operating room on (B)(6) 2016 to revise the broken hardware. The broken plate and three screw heads were retrieved and confirmed via standard c-arm fluoroscopy. The surgeon did not attempt to remove the three screw shafts and they remain embedded in the patient. The devices were replaced with a new plate, four, 2.7mm locking screws; one, 3.5mm cortex screw; and three, 3.5mm locking screws. The surgery was completed successfully without delay and the patient was reported as stable. This complaint is for four devices. Concomitant medical products: screws (part #unknown, lot #unknown, quantity 4). This report is 3 of 3 for (B)(4).

Manufacturer narrative:
The screws broke and the shafts remain embedded in the patient. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the patients height and bmi was reported as ((B)(6)).